Event description:
It was reported that a pt suffered injury to a finger while being released from the ventri system following completion of their CT scan. The pt, who was lying in a prone position, grasped the cradle sides during table longitudinal motion ("unload") and had his fingers pinched between stretcher and table front cover. There are warning labels indicating this is a pinch point area. The operator, who was in room observing, immediately stopped the automatic movement using the remote control unit (rcu). The pt was sent for treatment which required stitches to close the wound. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.